Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure (ess205) was removed in 2005. At the time of the report, the pelvic pain and female sexual dysfunction was resolving, the vaginal haemorrhage, menorrhagia, abdominal pain, anxiety, migraine, headache, allergy to metals and dysmenorrhoea outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in 2004: essure confirmation test hsg-x-ray. Results - unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Outcome of the event pain and vaginal discharge were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure (ess205) was removed in 2005. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, anxiety, migraine, headache, allergy to metals, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: essure confirmation test hsg-x-ray. Results - unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received : case become valid as previously reported event of injury nos is replaced with pelvic pain . Aka name added, reporter added, patient demographic added, essure removal date added, product indication updated. Additional events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), anxiety, migraines , headaches, nickel allergy, dysmenorrhea (cramping), vaginal discharge, abdominal pain. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.